Event description:
It was reported that the patient's right hip was revised due to excessive trunnion wear. The stem, head and liner were revised to a new stryker liner and competitor femoral implants. Rep confirmed there were no allegations against the revised liner, and that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding wear (metallosis) involving a metal head was reported. The event was not confirmed. Method & results: -product evaluation and results: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted metal head. There is evidence of biological but otherwise the device is unremarkable. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted metal head. There is evidence of biological but otherwise the device is unremarkable. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, and the primary/revision operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Correction: d6a.

Event description:
It was reported that the patient's right hip was revised due to excessive trunnion wear. The stem, head and liner were revised to a new stryker liner and competitor femoral implants. Rep confirmed there were no allegations against the revised liner, and that no further information will be released by the hospital or surgeon.